Event description:
The customer returned the duodenovideoscope to the olympus loaner center with a report that the forceps raiser wire was frayed. There was no report of patient or user harm due to the event. Upon inspection and testing of the device, the forceps raiser wire was found to be damaged due to wear, confirming the reported issue. Additionally, the adhesive around the light guide lens was observed to be peeling off. This report is being submitted for the reportable malfunction (adhesive peeling off) found during the evaluation of the device. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device evaluation also found the adhesive in the bending section showed signs of deterioration due to chemical/physical stresses. The bending angulation wires were stretched, the area between the bending section and insertion tube was deformed and loose, and the insertion tube was buckled and deformed. The universal cord and connector were damaged with signs of physical stress. The control body, control section, and switch box showed signs of physical stress, and there were signs of fluid ingress in the device. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. This issue was determined not to be due to user's misuse of the device; however, the following was brought forth as potentially relevant from the instructions for use (IFU) pertaining this event: "insufficient reprocessing could lead to infection in patients or physicians. There is a possibility that peeled off adhesive of light guide lens could drop off in patients¿ body." Olympus will continue to monitor field performance for this device.